Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001822565-2024-03066.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001822565-2024-03066.

Event description:
It was reported that patient underwent a left knee revision approximately four years post-implantation due to tibial loosening.

Manufacturer narrative:
(B)(4). D10 medical devices: unknown femoral catalog#: ni lot#: ni unknown tibial insert catalog#: ni lot#: ni unknown patella catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.